Event description:
It was reported that during surgery, the anchor of the twinfix was found cracked when screw-in. The procedure was completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported cracking. The anchor has cracked at multiple thread locations. Removal of the anchor from the inserter showed both of the inserter tines have been broken off and remain within the anchor. The distal tip of the inserter is also bent. The condition of the device indicates it was subjected to excessive forces during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the all manufacturing and complaint records was performed for the reported device and lot, there were no indications that would suggest that the device would not meet product specifications upon release into distribution.